Event description:
It was reported that: "when the surgeon was tightening the screw down the screwdriver tip broke off. Once the screwdriver broke the screw and broken screwdriver were removed a fully threaded non-cannulated screw was inserted."